Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels read high (>500 mg/dl) while wearing the pod. The patient reports they had been vomiting. The patient reports they had not used their personal diabetes manager (pdm) but received a message saying usb device is connected. Preparing data pdm functionality is disabled while usb is connected. The patient removed the pod prior to going to the hospital. Once at the hospital the patient was treated with intravenous fluids as well as potassium and insulin. The patient remains in the hospital at the time of this call.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.